Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 30 degree endoscope plus does not rotate and generates abnormal noise. The procedure was completed with no reported injury using a backup endoscope.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported issue. Fa found binding attached endoscope adapter (aea). The root cause of this failure was typically attributed to mishandling or misuse. Additional finding, which was not related to the reported complaint: the endoscope cable was damaged. The root cause of this failure was typically attributed to mishandling or misuse.